Event description:
It was reported that this pacemaker oversensed noisy signals on the right atrial (ra) lead channel during a atrial tachy response (atr). Additionally, there was farfield oversensing of the ventricular signals on the atrial channel during the episode. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced due to normal battery depletion. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. However, the device did fail the battery usage for inductive telemetry test due to low battery volage. Additionally, the magnet test failed due to tester error. A manual magnet re-test was done. The battery status and alerts were cleared. The device passed the magnet re-test. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker oversensed noisy signals on the right atrial (ra) lead channel during a atrial tachy response (atr). Additionally, there was farfield oversensing of the ventricular signals on the atrial channel during the episode. The device remains in use. No adverse patient effects were reported.